Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer is new to the pump and wanted to change basal rate and correction factor settings. Tandem technical support assisted customer with changes. Customer reported having low blood glucose (bg) of 22 mg/dl while being active at camp. The low bg levels were addressed by eating carbs.